Event description:
Customer obtained a reading of 300 mg/dl on the advantage system, which was a high value for her. She took her usual 20 units of novolin, but did not eat because of the high reading. Customer became unconscious about 25-30 minutes after the reading, and the emts were called. The emts arrived 15 minutes later and tested the customer at 46 mg/dl. Customer was treated with oral glucose and a banana. Following treatment, her reading was 159 mg/dl on her meter. Requested return of suspect device and strips, and replacement was sent.